Event description:
Distributor contacted dexcom technical support on (B)(6) 2014 to report that the transmitter gave intermittent out of range signals on (B)(6) 2014. Distributor did not report any injury or medical intervention at the time of contact with dexcom technical support.